Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported navigation ring failure. It is unknown if the device was in clinical use at the time the issue was discovered, however, there was no reported patient or user harm.

Manufacturer narrative:
Date received by manufacturer: 23oct2019. Report date: 24oct2019. The customer confirmed the reported issue was resolved by replacing the front bezel. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.